Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On behalf of the customer, a healthcare professional (hcp) reported an alarm issue with the adc device. The hcp reported that the customer did not receive low/high glucose alarms and as a result, the customer experienced a seizure. The customer was treated with insulin (dose/type unknown) by the hcp. There was no report of death or permanent injury associated with this event.

Event description:
On behalf of the customer, a healthcare professional (hcp) reported an alarm issue with the adc device. The hcp reported that the customer did not receive low/high glucose alarms and as a result, the customer experienced a seizure. The customer was treated with insulin (dose/type unknown) by the hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Successfully received high/low glucose alarms on android/fsll. No issues were identified with librelink application. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.